Event description:
An arthrowand right angle tip came off intra-operatively inside the right knee of pt. The item was retrieved by the surgeon. Device usage problem: device failed (e.g., broke, couldn't get it to work or stopped working).